Event description:
It was reported when ablation is started during an paroxysmal atrial fibrillation (afib) procedure, the mapping catheter tip on the carto 3 system is not turning red. There is also no impedance decrease when ablation starts. Tissue contact was confirmed. While ablating, there is no other catheter contact. The power reading on the ep recording system during ablation was 17 watts. The stockert 70 system was set to 20 watts. Prior to calling, the redel cable was exchanged. It was advised to exchange the map cable for a brand new one, rf adaptor cable and a catheter from a different lot. Changing these products did not resolve the issue. There was no spare stockert 70 system to exchange. Advised to reboot the carto 3 system without catheters connected to the patient interface unit (piu). After continuing the study, error 401 then persisted. Starting a new study cleared the error, but the ablation catheter tip remained green during ablation. Metal values were normal for catheters and patches. The physician was unwilling to bypass the carto 3 system to continue the study. A standard thermocool catheter was then used without resolution. At the end of the case, the bwi field representative called back. The issue remained unresolved. There was no patient injury reported in this case. The ablation catheter tip remaining green on the carto 3 system during ablation is indicative of a reportable event.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
(B)(4). It was reported when ablation is started during an paroxysmal atrial fibrillation (afib) procedure, the mapping catheter tip on the carto 3 system is not turning red. There is also no impedance decrease when ablation starts. Tissue contact was confirmed. While ablating, there is no other catheter contact. The power reading on the ep recording system during ablation was 17 watts. The stockert 70 system was set to 20 watts. Prior to calling, the redel cable was exchanged. It was advised to exchange the map cable for a brand new one, rf adaptor cable and a catheter from a different lot. Changing these products did not resolve the issue. There was no spare stockert 70 system to exchange. Advised to reboot the carto 3 system without catheters connected to the patient interface unit (piu). After continuing the study, error 401 then persisted. Starting a new study cleared the error, but the ablation catheter tip remained green during ablation. Metal values were normal for catheters and patches. The physician was unwilling to bypass the carto 3 system to continue the study. A standard thermocool catheter was then used without resolution. At the end of the case, the bwi field representative called back. The issue remained unresolved. There was no patient injury reported in this case. The bwi field service engineer (fse) arrived at the hospital and he was informed that they were concerned that the generator was not delivering power during ablation. Fse set up the stockert wet bath and confirmed power was being delivered, but the catheter tip was not turning red on the carto screen. Ablation adaptor cable, catheter cable, stockert and global port were changed, but still no indication on carto. Fse reseated the abl card and ECG card but the system would still not recognize rf on. Fse examined the ablation card and trimmed the leads on the back side. Fse also noticed a bent pin for ECG card slot one. Slot 3 was swapped with slot one and the system recognized rf (catheter tip turned red). Fse replaced ECG card 3 to take care of a 20 pole b problem. Fse tested the system with the stockert wet bath but the catheter tip would not turn red during rf. Abl card was removed and inspected. Card was reseated and system was tested again. Still no red tip during rf. Fse put the original ECG card back in the system. Another stockert generator was brought in. Catheter and all catheter cables were replaced but the system would still not display a red tip during rf. Based on input from other fse's he upgraded the software to 3.1 but the problem remained. The patient interface unit (piu) was replaced. Fse did some test burns with the stockert wet bath. Ablation catheter tip turned red during rf. A full atp test was performed. System is tested and ready for use. The piu was sent to (B)(4) for further investigation. The customer complaint was confirmed. Although reported problems were not reproduced, the ECG card (B)(4) in the piu was found defective: pins belongs to ablation control (c10,c11,d10,d11) in connector p2 were found bent and shorted between them. This issue caused the reported problem. Error 401 was not reproduced. The system was sent to the subcontractor for repair and upgrade. A device history record (DHR) review, was performed. No anomalies were noted in manufacturing or service.